Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires within the fantail area. System lock was verified. The condition of the electrode prevented an electrical test from being performed. Scanning electron microscopy (sem) analysis revealed that the broken wires were the result of fatigue stress. The device passed the electrical and mechanical tests performed. Scanning electron microscopy inspection revealed broken wires within the fantail area. It is believed that these breaks caused the poor performance reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes and decreased performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.